Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16114.

Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v200 indicating that an o2 alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered.the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report an o2 alarm that had occurred on their v200 ventilator. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.